Event description:
Allergan lapband implanted on (B)(6) 2012 by dr. (B)(6). In 2014 acid reflux and heartburn started. On (B)(6) 2016 it was confirmed the lapband has slipped causing severe acid reflux and heartburn. On (B)(6) 2017 8 cc of fluid removed and currently assessing need for revision surgery.